Manufacturer narrative:
Concomitant medical products: product ID: 6947m62 lead, implanted: (B)(6) 2016; dtma1d4 crt-d, implanted: (B)(6) 2020; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). It was additionally reported, that the left ventricular (lv) lead has a history of higher thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.